Event description:
It was reported that rn called due to a "battery less than 20 minutes" alarm. Rn stated they have tried several different outlets and checked all connections with no results. Clinical support specialist (css) verified with rn that they had indeed tried to plug pump into a known working outlet and rn replied "yes." Css had rn check connections on both ends of the power cord. Css asked rn to switch power cord with another cord from a different pump. None of these attempts corrected the problem. Css recommended they switch out pump. Css called rn back to see if they had any questions regarding switch out. They were able to accomplish this without incident. The new pump is pumping well and running on ac power. Css told rn to make sure to "flag the pump" and send it to biomed right away to be checked.

Manufacturer narrative:
(B) (4). Product will not be returned for evaluation.